Event description:
Ccu's arrythmia computer locked up; reset; locked up again. Service revealed the computer was continuously rebooting and the hard drive made a loud honking noise. The hard drive was replaced and the software was reloaded.